Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. D.4.: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number 10638431. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by healthcare professional stating that the nephew experienced eye pain and eye injury and in his medical records showed white blood cells fluid on front part of eye after using contact lens and lens care products. Additionally, it was reported that many issues with corneal erosion was noted and no information regarding consumer identifiers. The current status of the consumer¿s eye was not known at the time of this report. No further information can be obtained as the contact information of consumer is not available.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).